Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes came with a mix of product types. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 369714, batch no. 8249585. It was reported that there was both glass and plastic tubes in the box with and without citrate. Customer stated after blood was collected it clotted within 10 minutes. When she looked at her supplies she noticed there was both glass and plastic tubes in the box with and without citrate. The customer ordered 369714 and received shelf packs with a mixture (approximately 60% glass, and 40% plastic) of tubes. They are randomly placed in the shelf pack. All of the tubes have the same label with 369714 and the same lot#8249585. The customer states they received the tubes and that the glass tubes appear to function properly, but the plastic tubes do not ¿ the blood clots, as there is no anticoagulant in them.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for mixed/incorrect components and clotting with the incident lot was observed. Ten customer samples tubes that are plastic and have no additive, 2 customer sample tubes that are glass and contain additive. Per the product specification, this product is to be a glass tube with citrate additive. Using a tube with no additive would cause clotting. Additionally, retention samples from bd inventory were evaluated and upon completion, the issue relating to mixed/incorrect components and clotting was not observed as all tubes were glass and contained additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for mixed/incorrect components and clotting with the incident lot was observed. Evaluation/testing of the customer samples was conducted and mixed/incorrect components and clotting was observed. Additionally, evaluation/testing of the retain samples was conducted and mixed/incorrect components and clotting was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes came with a mix of product types. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 369714, batch no. 8249585. It was reported that there was both glass and plastic tubes in the box with and without citrate. Customer stated after blood was collected it clotted within 10 minutes. When she looked at her supplies she noticed there was both glass and plastic tubes in the box with and without citrate. The customer ordered 369714 and received shelf packs with a mixture (approximately 60% glass, and 40% plastic) of tubes. They are randomly placed in the shelf pack. All of the tubes have the same label with 369714 and the same lot#8249585. The customer states they received the tubes and that the glass tubes appear to function properly, but the plastic tubes do not ¿ the blood clots, as there is no anticoagulant in them.